Event description:
On (B)(6) 2014, the patient contacted animas stating the display screen text was dim and discolored. The issue reportedly occurred 2 months ago and the text on the display gradually faded through time. The patient denied damage or moisture exposure to the pump. The patient reportedly changed the battery and increased the contrast setting with no resolve. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the text on the display screen was found to be dim, faded and discolored. Unrelated to the complaint, a hole was found in the bolus button cover, the bolus button was still found to be responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.